Manufacturer narrative:
Updated part information.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly loose liner possible impingement.